Event description:
On (B)(6) 2013 olympus biotech pvg received a complaint from a physician who stated that he had experienced issues with the proper containment of opgenra. The physician stated that he had stopped using opgenra due to issues associated with migration of the product away from the surgical site. No additional info was received with the initial report. Additional info will be requested.